Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information was received indicating the lens got stuck during preparation and there was no patient contact as no attempt was made to insert the lens into the patient's eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that an intraocular lens was stuck in the cartridge. It was reported there was patient contact and the procedure was completed the same day. Additional information has been requested.